Manufacturer narrative:
Additional information: g3, h3, h6, h11. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-9928bck-mis, with batch number 15222869, revealed a damaged distal tip. Therefore, arthrex was able to deduce a most likely cause. The most likely cause is attributed to misuse due to prying/leveraging the device during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 02/07/2025, it was reported by a sales representative via phone ar-9928bck-mis achilles speedbridge broke. This occurred during an mis achilles procedure on (B)(6) 2025 when the cannulated drill bit broke inside the patient's calc. The fragments were unable to be retrieved. The procedure was completed using an ar-8929bc-cp. There was a delay of about 10 minutes and it is uncertain if additional anesthesia was administered.